Manufacturer narrative:
A review of the MDR and/or additional information received indicates that there is no information that reasonably suggest that the device in the report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins will not take charge. The patient reported that the ins battery level was at 60% last nigh and that now the ins battery level is at 50%. The patient reported that they have performed multiple controller resets in attempt to resolve the issue, but the ins still will not take a charge. The patient reported that they have tried multiple times each day for the past two days to charge the ins, but the ins battery level will not increase. Patient services instructed the patient to attempt a charging session to see what appears on the controller; and the patient noted seeing ¿no device found¿ prior to the report while trying to charge the ins. The patient tried to charge the ins during the report and got the normal batteries screen and show ¿recharging excellent¿ then the controller displayed ¿poor recharge quality¿ screen and ¿try again. The patient reported that after they selected ¿try again¿, the controller displayed normal recharging screen with ¿recharging excellent¿ but the controller went back to ¿poor recharge quality screen¿. No patient complications have been reported because of this event.